Manufacturer narrative:
The device was received for evaluation. The event history log (ehl) could not be downloaded due to the constant open door alarm. Functional testing identified the front door panel could not be opened; the latch bar was stuck due to dried fluid ingress. The reported condition was verified. The cause of the stuck latch bar was due to dried fluid ingress. The lvp mechanism will be replaced to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device had a constant open door alarm. No additional information is available.